Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer (patient's mother) via a manufacturer representative regarding a patient who received unknown baclofen (baclofene bioindustria lm; 2000mcg/ml, 300mcg/day) in an implantable pump for spasticity. It was unknown if the patient was taking any concomitant medications. The patient was using the infusion system for treatment of spasticity. The patient was scheduled for a refill appointment on (B)(6) 2017, but the patient did not come to the hospital on that day. Per the patient's mother, the patient went to a different hospital on (B)(6) 2017. The patient was diagnosed with pneumonia. The patient was put in the intensive care unit and later died. When the patient was in intensive care, the pump would have been low. However, since the patient was intensive care, the doctor claimed the pump could not be refilled. The manufacturer representative was informed of the patient death on (B)(6) 2017. The formal cause of death was not known. However, the patient's family indicated the death was related to respiratory problems associated with pneumonia. The pump remained in the patient and would not be sent for analysis. No further action could be taken by the implanting physician. No further information could be obtained at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.